Event description:
In this event, patient reported he was returning his hearing aids to his charger and noticed slight discoloration on the lid of the charger. Patient picked up the charger and removed the usb cable from the charger, the usb wiring was exposed and housing was damaged. Results of technical investigation showed that the returned charger was burnt on the usb c receptable area. The returned hearing aids were damaged but not related to overheating. Based on x-ray analysis, bent pins on the usb-c connector were visible. Findings support that a short circuit developed in the usb connector or usb receptacle due to bent pins. Corrective and preventative actions have now been implemented and documented in a CAPA. Preventative action was taken to reduce the portable charger's maximum battery capacity from 100% to 80% to prevent extensive battery reactions during battery short-circuit. Preventive measure was verified to be effective in further reducing the possibility and sufficient energy to cause severe melting cases. No further root causes have been identified.

Manufacturer narrative:
There has been a replacement of the usb c receptacle, by one that is more robust against preventing bent pins. We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submissions (submitted on 10/25/2023). Distributor, importer and manufacturer are under the ws audiology compliance system.